Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one flair endovascular stent graft was returned for evaluation. The investigation is confirmed for break and failure to deploy as the outer catheter has a circumferential break approximately 5.3cm from the strain relief and the stent was still in place. The stent graft ultimately could not be deployed because the outer catheter broke. It is possible that the user experienced high frictional deployment forces which led to the outer catheter break. High deployment forces and increased friction may be caused be a difficult patient anatomy, insufficient flushing of the device prior to use as well as use of inadequate accessories. However, based on the available information a definitive root cause could not be determined. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a stent graft deployment procedure for arterial anastomosis of an upper arm fistula, the stent graft failed to deploy. It was further reported that the proximal end of the device was allegedly broken. A balloon angioplasty was then used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent graft deployment procedure for arterial anastomosis of an upper arm fistula, the stent graft failed to deploy. It was further reported that the proximal end of the device was allegedly broken. A balloon angioplasty was then used to complete the procedure. There was no reported patient injury.